Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not providing power to the controller and would not charge on the battery charger. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing. The functional (maccor) testing failed due to abnormalities on the cell voltage plots. Furthermore internal inspection revealed metal tab between 2nd cells was not welded. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a lifted cell weld. If information is provided in the future, a supplemental report will be issued.